Manufacturer narrative:
(B)(4) device evaluated by manufacturer: the complaint device was returned for analysis in two pieces. An examination of the returned device revealed a a break in the hypotube located approximately 67.9cm distal to the strain relief. An examination of the break site found that the break occurred as a result of a severe kink that developed in the hypotube. Both sections of the break were kinked at various locations along their lengths. A kink was also noted in the midshaft approximately 5.3cm distal to its proximal edge. Both the break and the kinks that were found are consistent with excessive force having been applied to the shaft. An examination of the balloon and tip sections of the device found no issues with their profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(4)-2011 it was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, insertion difficulties and a shaft break occurred. The physician was inserting this 2.5x15mm maverick 2 balloon catheter through another manufacturers' 6f guide catheter against resistance when the shaft of the balloon catheter broke approximately 10cm from the hub, outside the patient. It was reported that it was not a complete break. The procedure was completed with another maverick 2 balloon catheter. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed that the shaft break occurred on a section that can enter the patient.